Event description:
Device evaluation: the stent was positioned between the inner shaft markers with no damage evident to the struts or segments.

Event description:
The physician was attempting to implant a 2.75mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the lesion exhibited 99% stenosis with moderate calcification and tortuosity and located in the rca. The lesion was pre-dilated; however the stent did not pass the lesion. It was reported that force was used to deliver the device and when the device was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation: results: 313 inherent risk of procedure (failure to deliver stent and stent deformation), 317 patient condition affected effectiveness of the device (patient lesion morphology, 99% stenosis with calcification and tortuosity), 205 failure to follow instructions (use of force). Evaluation: conclusion: 50 device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 99% stenosis with calcification and tortuosity), 80 user error contributed to event (use of force) FDA. (B)(4).